Manufacturer narrative:
The surgeon alleged that the ring came apart when retrieving from the eye. There was no patient impact and the surgery was completed successfully. No device was returned for evaluation. Rings from the same lot were evaluated but cause was not able to be determined. This is the third of four reports.

Event description:
The user alleged that the ring came apart at the glue bead while removing from the eye. There was no patient impact and the surgery was completed successfully. This is the third of four reports.